Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information reported that hypovolemia was identified as the cause of the patient¿s low flows in log files along with the reported bleeding in abdomen. Bleeding was controlled by interventional radiology. The patient is home doing well, monitoring labs. No further low flows. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted. Log file revealed controller alarm recall is all low flows in the morning around 0500-0600 and the event review on monitor is all pulsitile index (pi) events. The pump parameters are stable; however, the patient is in the emergency room (ER) for elevated international normalized ratio (inr) and hematoma near the patient¿s lovenox injection sites. The patient was not symptomatic. The cause of the pi events was reported to be patient with a 7gm drop in hemoglobin from an abdominal wall hematoma presumably from lovenox injections and presented with a large hematoma in the abdomen and two low flow events. The patient is still admitted and watching hemoglobin trends, holding anticoagulation at this time. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: although the report of low flow alarms could not be confirmed through this evaluation as the data in the log files had been overwritten by newer data, the account communicated that the low flow alarms were due to hypovolemia and bleeding in the abdomen. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data on 10sep2020 from 08:13:48 through 10:12:48. The low flow alarms could not be confirmed as the data in the log file had been overwritten. The corresponding periodic log file contained data from 30aug2020 through 10sep2020; however, it did not capture any low flow alarms. The submitted log files showed that the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09oct2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists hypovolemia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. The IFU explains that changes in patient conditions can result in low flow. Section 4 also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.